Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure perforation and damage of both sides of the salpinx with pain'), pelvic pain ('pain') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, ovarian cyst, corpus luteum cyst, gallbladder operation, parity 2 and d & c. Concurrent conditions included anxious mood and adenomyosis. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), allergy to metals ("nickel allergy"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removal/laparoscopy and 1 bilateral salpingectomy and novasure ablation of endometrial cavities). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding, blood disorder, cardiac disorder, allergy to metals, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter considered allergy to metals, blood disorder, cardiac disorder, dysmenorrhoea, fallopian tube perforation, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: the plaintiff received treatment for dysmenorrhoea, menorrhagia, metrorrhagia, blood disorder, cardiac disorder, allergy to metals. Date(s) of insertion: 2005 (discrepancy noted as per pfs). Date(s) of insertion: 2002, 2003 (as per pif discrepancy noted), discrepancy noted in essure insertion date in pif - (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, heavy menstrual bleeding, dysmenorrhea, fallopian tube perforation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2021: fu 7 and fu 8 processed together. Mr received. Reporter information, patient's medical history, event " essure perforation and damage of both sides of the salpinx with pain" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, ovarian cyst and corpus luteum cyst. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), allergy to metals ("nickel allergy"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, metrorrhagia, blood disorder, cardiac disorder, allergy to metals, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter considered allergy to metals, blood disorder, cardiac disorder, dysmenorrhoea, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: the plantiff received treatment for dysmenorrhoea, menorrhagia, metrorrhagia, blood disorder, cardiac disorder, allergy to metals, date(s) of insertion: 2005 (discrepancy noted as per pfs). Date(s) of insertion: 2002, 2003 (as per pif discrepancy noted), discrepancy noted in essure insertion date in pif - (B)(6) 2005 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received: reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), allergy to metals ("nickel allergy"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, metrorrhagia, blood disorder, cardiac disorder, allergy to metals, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter considered allergy to metals, blood disorder, cardiac disorder, dysmenorrhoea, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: the plaintiff received treatment for dysmenorrhoea, menorrhagia, metrorrhagia, blood disorder, cardiac disorder, allergy to metals, date(s) of insertion: 2005 (discrepancy noted as per pfs). Date(s) of insertion: 2002, 2003 (as per pif discrepancy noted), diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: pif received: case become serious incident, essure removal done, removal date added. Rcc note and reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.